Event description:
It was reported that the customer's sensor glucose readings were in the 40s mg/dl and in the 400s mg/dl three times in a week. The customer's blood glucose level at the time of the report was 186 mg/dl. The customer removed the sensor and discovered that it was bent. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).